Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:3006705815-2022-01443. It was reported by a nurse that the implanted lead had been cut during the procedure and left to be used as a port plug. No further information available at this time.

Manufacturer narrative:
It was reported by a nurse that the implanted lead had been cut during the procedure and left to be used as a port plug. No further information available at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.